Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the instruments noted that the firing knobs were fully retracted, and the articulations lever were in the neutral position. Each instrument was successfully loaded with a representative single use loading unit. Each instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic lower anterior resection, while the device was being applied in the bowel, after reloading the stapler, the scrub nurse noticed that upon closing, there was a space between the jaws of the reload. Another stapler was loaded and used; however, upon the third firing, the reload could not be removed. When the black knobs were pulled all the way back and the green button was pressed, the reload was removed from the handle. A skin stapler was also attempted to be used; however, the device jammed as soon as it was used. The handle could not be squeezed and the staples would not come out. There was no patient injury.